Event description:
The reporter stated the surgeon inserted a 12.1mm micl12.1 implantable collamer lens into the patient's left eye (os) but noted the lens was curling and flipping and would not lay properly in the eye. The lens was removed during the same surgery with no patient injury, no incision enlargement or sutures. This was the 2nd lens used for this patient - see MFR report # 2023826-2014-00407. Another micl12.1 was implanted with no problem.

Manufacturer narrative:
Correction - describe event or problem - the lens was inserted into the patient's right eye (od). Evaluation: results - visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and there were fibers on the lens surface (lens was returned wrapped in gauze). Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Correction to event narrative - the lens was inserted into the patient's right eye (od).

Manufacturer narrative:
(B)(4). Lens not returned. Evaluation codes: method - (other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. Lens not returned.